Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the difficulty deploying the clip. The slda appears to be due to troubleshooting maneuvers of the difficulty deploying the clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report difficult clip deployment and single leaflet device attachment it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an nt clip was inserted and placed on the valve, close to the p1 commissure, reducing mr to a grade of 1+. While attempting to deploy the clip, it was noted the device was out of alignment, resulting in an inability to deploy the clip. Troubleshooting was performed and the clip was successfully deployed. However, after deployment, it was observed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 2-3+. No additional clips were implanted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.